Manufacturer narrative:
Block h6: imdrf device code: a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used for biliary duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, it was noted that the black guide catheter was peeled. The procedure was completed with a different device. There were no patient complications reported as a result of this event.